Event description:
Customer reported a past incident of high blood glucose levels, with the exact value unknown but noted as "high." Cause was not known. To address the issue, the customer administered a correction bolus via the pump. Technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged and agreed.